Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary fully covered rmv stent was implanted on (B)(6) 2015 as part of the (B)(6) clinical trial. The patient had a history of cholangiocarcinoma and was enrolled in group d: other indications, after imaging /tissue sampling on (B)(6) 2015 was attempted using endoscopic retrograde cholangiopancreatography (ercp) and computerized tomography (CT) but failed. The indication for patient enrollment in the study was failed ercp for cholangiocarcinoma followed by endoscopic ultrasound (eus) -guided choledochoduodenostomy. On (B)(6) 2015, a baseline assessment of biliary obstructive symptoms (abos) was conducted and reported jaundice and itching. On (B)(6) 2015, liver function tests were performed. On (B)(6) 2015, the patient underwent an inpatient eus choledochoduodenostomy with stent placement procedure. Prophylactic antibiotics were administered and the study stent was implanted in a satisfactory position across the stricture. The patient was hospitalized on (B)(6) 2016. On (B)(6) 2016, the patient experienced jaundice and the stent was noted to have completely distally migrated, not due to stricture resolution. The patient underwent a biliary reintervention and another bsc metal stent was placed. The event is considered recovering/resolving. The patient was discharged on (B)(6) 2016.